Event description:
It was reported that the ilet user attempted to apply a teflon infusion set but the infusion site detached from the introducer needle during application because the user had not yet been trained on the inset, and the infusion set was therefore deployed incorrectly. There were no reported symptoms or adverse clinical effects. Outcomes included user education and guidance without escalation. Investigation included troubleshooting and education with provision of training materials and a request for in-person training. Investigation of this case revealed user handling error during infusion set insertion consistent with an incorrectly deployed infusion set and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with insufficient training.